Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received indicating that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Trend review showed shocking lead impedance measurements have been in 90-120 ohms range and the pacing lead impedance measurements have gradually increased as well. No noise was noted on stored episodes. Subsequently, the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms detected via the patient's remote monitoring system. A health care professional (hcp) stated that patient always runs high shock impedance measurements. The local field representative was contacted, however no information was obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.